Event description:
A resident was twisting the screw into the patient's skull and the top part broke from the rest of the screw. They were not able to remove the rest of the screw from the patient's skull.

Manufacturer narrative:
Investigation results showed that the screw broke as a result of too high torsional forces in forced rupture mode during insertion. The fractured surface showed the typical flow structures of a ductile torsional breakage. The root cause of the failure could have been too small diameter or too low deepness of the pilot hole. No indications were found for any material or manufacturing related issue.

Event description:
A resident was twisting the screw into the patient's skull and the top part broke from the rest of the screw. They were not able to remove the rest of the screw from the patient's skull.

Manufacturer narrative:
Investigation in progress but not yet complete.